Event description:
It was reported to baxter's technical service center that a home patient (hp) had experienced an increased intra-peritoneal volume (iipv) while performing peritoneal dialysis (pd) therapy using a homechoice (hc) device. The iipv occurred during cycle four (drain 4 of 4). The caregiver (cg) was unable to clear alarm. A baxter technical service representative (tsr) assisted cg with clearing and explaining the meaning of the alarm. The tsr reviewed the program: the patient's ultrafiltration (uf) reading was 2373ml, indicating the home patient (hp) drained 2373 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was approximately 4373 ml. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The homechoice was received and evaluated by the baxter product analysis laboratory (pal). The device passed hc returned instrument test/evaluation (rite) functional testing and hc rite electrical safety evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause was determined to be one or more cycles were advanced to the next fill by the patient when the drain was slow or not flowing above the minimum drain volume threshold.